Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14320 model: sc-1432 serial: (B)(6) batch: 231081 UDI: (B)(4).

Event description:
It was reported that the patient's lead had high impedances. The patient was initially scheduled for lead replacement, however during the procedure, impedances were still present with the new lead and the old implantable pulse generator (ipg) despite several troubleshooting steps. The physician opted to also replace the ipg. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.